Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. On device evaluation, error codes e-193, e-246, and e-282 were noted indicating the internal battery was not charging and had a permanent failure, and would require replacement. However, no repairs were completed because the customer requested that the device be scrapped.